Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in denmark. D11: medical product: delta ceramic fem hd 36/0mm, catalog #: 650-0661, lot #: 3456171. Medical product: sirius hip stem 44-f, catalog #: 51-199343, lot #: 551390. Medical product: exc abt rnglc-x shell pc 056mm, catalog #: 131356, lot #: 3457092. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00157-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 3 similar complaints reported with the item 650-0661 and no similar complaints reported with the item xl-053656. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports reduction due to dislocation. Risk management file documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. However, the reported event states reduction due to dislocation. This hazard (dislocation /subluxation) has a severity of 4 which is defined in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. The outcome of the reported event (medical intervention) is considered to be within the severity of the rmr. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being feb 2020. Sales (feb 2017 to feb 2020) = (B)(4) units. Complaints search was conducted for events occurring between feb 2017 to feb 2020 for item xl-053656 no other complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is 1 in 500 or (B)(4). This is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of 3 ((B)(4) is considered an occurrence score of 3 occasional : (B)(4)). The highest occurrence score associated with the harm of dislocation is 3 ((B)(4)). Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, a reduction procedure was performed due to dislocation. The incident happened in greenland on an unknown date.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product remains implanted. Medical product :delta ceramic fem hd 36/0mm, catalog #:650-0661, lot #: 3456171. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2020-00157. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Devices remain implanted.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, patient experienced a dislocation of the hip. Reduction carried out.